Event description:
Changes in laboratory values. Equipment taken out of service and manufacturer contacted for the troubleshooting. Service completed on (B)(6) 2015. The sample block assembly was replaced and equipment returned to service at that time. No apparent long-term adverse effect for the patients.